Manufacturer narrative:
The manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report : conmed (B)(4) received notification of reported issues with a mini endo pocket specimen bag 3x4, catalog # sb534, lot 6252006036, that childrens hospital at (B)(6), experienced on (B)(6) 2021. Information received indicates the issue occurred during a laparoscopic appendicectomy procedure. The bag was inside the patient. When the doctor went to release the bag, the metal ring containing the actual pouch fell apart and the black piece was exposed. The black piece was retrieved in one single piece. The procedure was successfully completed with no reported delay. There was no reported impact or injury to the patient. No other information is available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although removed, the piece did fall into the patient.